Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Event description:
Patient reported the display on the infusion device is completely blank. Patient stated they can connect to the blood glucose monitor and see the display there. Had patient change to a new battery during the call and a new battery cover; issue persists. Had patient attempt a "pretend bolus" during the call via the blood glucose monitor which worked well. Patient wants to continue using the system this way; discussed checking blood glucose levels often. Preliminary evaluation on (B)(4) 2013 showed the display worked as intended, but the check button on the infusion device does not work. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and it is not possible to press any button. After 20 seconds the display went blank automatically and typical switch on when the customer press any button. The always activated up button blocked all buttons and the display did stay blank. The problem mentioned by the customer is related to mishandling of the product by the customer.